Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient complained that the pump was not working well consistently. The physician checked other components (reservoir and cylinders) then replaced pump. The physician checked the pump several times and it appeared to work properly each time. However, he replaced the pump due to years of use and for patient satisfaction.